Manufacturer narrative:
Cockpit log files were provided and the analysis confirmed the reported conditions: the error codes 1200 and 141 indicating a hardware problem were stored on the date of the event. The arterial clamp was returned for investigations: error could be reproduced and traced back to a faulty in the motor of the clamp the issue was traced back to a faulty motor, therefore the ac spindle and the ac stator have been replaced. The unit was manufactured in 2024, and the DHR review did not reveal any nonconformity related to the reported issue. The statistical analysis of the complaints database did not reveal any adverse trends concerning this failure mode. The root cause of the reported issue has been traced back to a defective ac motor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the arterial clamp- ac arm long (620 mm). Serial read out (real time device parameters and setting recording file) of the essenz hlm was collected. A clamp has currently been sent to the center, to replace the complained one and it has not yet been replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, at the exit from the cec, the arterial clamp- ac arm long displayed alarm arterial clamp defective. The perfusionist tried to silence the alarm, removed the tube from the clamp and replaced it. After reopening the clamp from the cockpit, from there no more alarms. There is no report of any patient injury.